Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (below 80 mg/dl) in the mornings and juice was consumed to address the bg level. The customer thought that the pump settings needed to be adjusted and was in contact with a healthcare provider.